Event description:
It was reported that the patient presented for a routine device change. Upon interrogation, it was observed that the right atrial (ra) lead exhibited high pacing impedance and high capture threshold. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable.